Manufacturer narrative:
Analysis of the pump found a pump tube integrity anomaly, an unconfirmed pump tube breach. A leaking pump tube was suspected but the leak could not be found. It was believed the leak had ¿self-healed¿. Per analysis photographs, moisture and discoloration were seen on the bottom side of the inner cover, pumphead and motor compartments. Corrosion was found on gear wheel 3. Significant residue was seen on both m1 and m2 feedthru. Residue was seen on the top and bottom side of the pumphead. Residue was also seen on the pump tube after removing the pumphead. Photos showed wear on the pump tube inlet and outlet. Residue was also seen on the bottom plate of gear 1, 2 and 3 as well as the upper and lower shafts of the rotor magnet. Residue was also seen in the pinion of gear 1 as well as the upper shaft of gear 2. Lastly, residue was seen on the bottom surface of gear 3.

Manufacturer narrative:
Concomitant medical products: product ID 8780, serial# (B)(4), implanted: 2012-(B)(6), product type catheter, product ID 8780, serial# (B)(4), implanted: 2012-(B)(6), product type catheter. (B)(4): analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Event description:
It was reported there was a pump problem. It was noted that a confirmed motor stall was noted in the event logs with no motor stall recovery recorded. It was reported that the patient called their healthcare provider the day prior after they heard an alarm. It was noted that a motor stall occurred the day prior at 14:23 and had not recovered. It was reported that the patient felt withdrawal symptoms around 5-6 am the morning of report. It was noted that a roller study was performed and there was no movement with the rollers. It was reported that the catheter was aspirated with no issues. It was noted that the patient was scheduled for a replacement on monday. It was reported that the healthcare provider heard ¿3 beeps¿, the patient claimed to hear ¿4 beeps¿. It was noted that the pump was used to infuse compounded morphine. It was reported there was a motor stall. It was noted that refill program date was 2014-(B)(6). It was reported that device interrogation was performed and stalled occurred on 2014-(B)(6). It was noted that the etiology was the pump. It was reported that it was related to the device or therapy and not related to the implant procedure. It was noted that approximated 15 hours later the patient had nausea, vomiting, diarrhea and agitation. It was reported that the severity was severe. It was noted that the seriousness resulted in in-patient or prolonged hospitalization. It was reported that the pump was turning itself off and on. It was noted that there was no patient injury. It was reported that the patient¿s status after the device was removed was recovered without sequela. It was noted that there were no rotor study performed. It was reported that there was a dye study performed. It was noted that the pump was explanted on 2014-(B)(6). It was reported that the reason for catheter removal was ¿other¿. Per pump logs, the pump was examined on 2014-(B)(6) and showed a motor stalled occurred. Per pump logs, the pump was set to minimum rate on 2014-(B)(6).

Event description:
Additional information received reported that the patient was doing fine post-op and the cause of the motor stall was unknown. It was later reported that a dye study was performed at the catheter access port (cap) with normal flow to the cerebrospinal fluid (csf) on 2014 (B)(6).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.